Event description:
It was reported that the patient had an explant of an artificial urinary sphincter(aus) device due to cuff erosion. An inflatable penile prosthesis(ipp) was explanted at the same time and replaced with a tactra device.